Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer states that there were some a33 alarm in the alarm history. The customer insulin pump has been out of warranty. The customer's blood glucose is normal, didn't require medical treatment. No further details given.